Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2018. Based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 19111116.

Event description:
It was reported that the patient had a system explant procedure due to an infection. No further information has been obtained despite good faith efforts.